Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out of range, pacing impedance was detected on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system via the patient's remote monitoring system. No adverse patient effects were reported. At this time, information suggests that the system remains implanted. No additional information is available.